Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "during the procedure according to IFU, the md found wire is missing and getting out of jugular while removing guide wire (it's a new type of tray, and 3 lot occurred, but only 1 lot was recovered). So, the md opened up the new kit to finish the procedure." Additional information clarified the guide wire was not missing. However, "the operator felt that the guide wire was slipping or free spinning." There was no patient harm or injury to the patient. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2026-00014, and 3006425876-2026-00007.

Event description:
It was reported that "during the procedure according to IFU, the md found wire is missing and getting out of jugular while removing guide wire (it's a new type of tray, and 3 lot occurred, but only 1 lot was recovered). So, the md opened up the new kit to finish the procedure." Additional information clarified the guide wire was not missing. However, "the operator felt that the guide wire was slipping or free spinning." There was no patient harm or injury to the patient. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2026-00014, and 3006425876-2026-00007.

Manufacturer narrative:
Qn# (B)(4).